Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting (check box on MDR) information submitted on the initial medwatch report. Please reference section b5. Evaluation: zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive debug and final testing without duplicating a device malfunction. Internal inspection of the device yielded no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's pacer rate was incorrect. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's pacer rate was incorrect. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.